Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 31-jul-2025 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection revealed that the lens was received loose inside the open sterilization pouch. The lens daisy wheel was observed to be ajar. The lens daisy wheel locking system was inspected; a click was heard and felt while rotating and centering the daisywheel. No issues were identified. The lens was inspected revealing no issues. The complaint issue "packaging issues" was identified; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was not in its container but was loose in the packaging (outer bag), and therefore it was not loaded. Account confirmed that the iol did not come into contact with the patient. Through follow-up, we learned that the sterility problem with the lens has been present since the internal package was removed from its container. No additional information was received.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: not applicable, as the lens was not implanted. Section d6b: explant date: not applicable, as the lens was not implanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.